Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon has real difficulty placing the guide wire through metaglene holder and into the patients glenoid. When he took the holder out we tested all the guide wires in the set through the metaglene holder and all of them were hard to get through the holder. It looked as if the guide hole in the holder had a slight ridge which prevented the guide wires from going though smoothly. In the end the surgeon place the guide wire by hand. There was no delay to the surgery or adverse effect on the patient.

Manufacturer narrative:
This product was submitted in error. The initial product code provided is incorrect. No patient harm occured with this patient and this product. Depuy considers the investigation closed at this time.